Event description:
It was reported that this right ventricular (rv) lead exhibited a failure to capture at a pacemaker output of 7.5 v. The lead was discovered to be fractured at the tip (helix) and the patient underwent lead replacement on (B)(6) 2025, without any reported complications. The lead is not expected to be returned.